Event description:
On (B)(6) 2010, it was reported that the pt was catheterized urethrally with a strata si 16fr. Pre-connected foley catheter drainage bag tray in preparation for hip replacement surgery. The hospital reported the insertion of the catheter was performed successfully. The hospital reported the pt was being positioned for surgery and the catheter fell out onto the operating room floor. The hospital reported the catheter was missing the last 4 inches of the catheter tip. The hospital reported the tip was inside the pt and the on-call urologist performed a CT scan to attempt to locate the catheter tip. The on-call urologist reported the tip could not be found from the CT scan and the urologist performed a cystoscopic procedure to try to locate the missing catheter tip. The urologist reported he was able to retrieve 2 small fragments of the catheter tip during the cystoscopic procedure. The foley catheter and the fragments retrieved from the pt's bladder were not returned to the manufacturer for eval. However, photographs of the catheter and the retrieved fragments were sent for analysis.